Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing. The caller was going to communicate the issues to the patient's physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting elevated shocking impedance measurements over the past two years which are now greater than 125 ohms. All other diagnostics are normal. It was also noted that this patient had presented to the emergency room multiple times over the past two years. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that from the health care professional (hcp) in early-july 2018 that this patient died on (B)(6) 2018. The patient had been scheduled for an in-clinic lead integrity check on (B)(6) 2018. However, the patient could not be reached to confirm the scheduled appointment so the clinic appointment was cancelled. According to the hcp, the patient was admitted to the emergency room (ER) on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018. The patient's medical history was significant for drug addiction and suffered from stage 3 kidney disease and heart failure. The patient was found in a car on (B)(6) 2018 pulseless and asystolic. The cause of death was attributed to cardiac arrest with consideration of kidney and heart failure. This device has not been received at boston scientific's technical services.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information in mid-may 2018 that this system has been exhibiting elevated shocking impedance measurements over the past two years which are now greater than 125 ohms. All other diagnostics are normal. It was also noted that this patient had presented to the emergency room multiple times over the past two years. No adverse patient effects were reported. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing. The caller was going to communicate the issues to the patient's physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific received information that from the health care professional (hcp) in early-(B)(6) 2018 that this patient died on (B)(6) 2018. The patient had been scheduled for an in-clinic lead integrity check on (B)(6) 2018. However, the patient could not be reached to confirm the scheduled appointment so the clinic appointment was cancelled. According to the hcp, the patient was admitted to the emergency room (ER) on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018. The patient's medical history was significant for drug addiction and suffered from stage 3 kidney disease and heart failure. The patient was found in a car on (B)(6) 2018 pulseless and asystolic. The cause of death was attributed to cardiac arrest with consideration of kidney and heart failure. This device has not been received at boston scientific's technical services. Subsequently, the device was received at boston scientific return product department in june 2019.